Event description:
Information received by medtronic indicated that the customer received a sudden serious insulin pump error of the picture of the book occurred, and there was no improvement even after inserting the battery again after operating the storage mode. No harm requiring medical intervention was reported. Troubleshooting was not performed. No further details were given. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 4.11 d. Retainer ring = clear. Case type = ngp. Customer returned pump for alleged pump error 25 found on 16-dec-2022. Pump immediately alarmed an open book image once installing an aa lithium battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. Successfully utilized crest and thus to download history files, traces and comlink3 files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no pump error 25 alarms in the pump history files and traces. Critical pump error (open book image) triggered by three consecutive pump error 63 critical handling alarms (file number: 522, line number: 341, variable #: 12) on the event date of 12/16/2022 at 2:21:00 am, and twice on 2:21:53 am due to a possible hardware error, arm watchdog failure. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1 and pcba 2. The following were also noted during visual inspection: battery cap contact missing, corroded battery tube, corroded battery tube spring, scratched case, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, and cracked retainer. Retainer ring damage was confirmed. Critical pump error (open book image) was confirmed during testing due to three consecutive pump error 63 alarms. Pump error 63 was confirmed due to moisture damage on the electronic assembly. Unable to verify customer's complaint for pump error 25 due to critical pump error (open book image). Moisture damage was confirmed found on pcba 1, force sensor, and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.